Event description:
Consumer alleges his humidifier leaked water into the base and caused a fire. No injuries or property damages were reported with this incident.

Manufacturer narrative:
A prepaid label will be sent to the consumer for return of the product.